Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump ring around the reservoir came off and reservoir ring was broken. Customer's blood glucose level was 96 mg/dl. It was reported that ring of reservoir was unable to lock in place when inserted into insulin pump. The customer assisted with troubleshoot. Customer will return device for analysis